Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted in the distal lad. An angiographic complication of dissection occurred during the index procedure following implantation of the stents in the lad.